Event description:
During the ipg re positioning for cosmetic purposes, a breach in the sensing lead insulation was noticed. It was not addressed during this initial revision procedure. Therapy was discontinued and another procedure was done to replace the sensing lead and restore therapy. This resolved the issue.